Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the charging pad was not charging the ilet, which was resolved after the user unplugged the cable and moved the charger to a different wall outlet, restoring normal charging. Symptoms included no changes in blood glucose. Outcomes included no clinical impact and no alarms. Investigation included guided troubleshooting and user education. Investigation of this case revealed normal device function after power-source change, indicating an issue related to the external power supply or outlet rather than the device. It was concluded that the device operated as expected and no device malfunction was identified.